Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent was used during an esophageal stent insertion procedure to treat a malignant 3-4cm stricture, performed on (B)(6), 2011. According to the complainant, the physician attempted placement of the stent approximately 2 cm from the cricopharyngeal junction using both fluoroscopy and scope alongside the delivery system. The anatomy was reported as not tortuous. The physician stated that the stent deployed too proximal to the cricophyaryngeal junction and not where the markers were. He also reported that the proximal flared end of the stent had a fold in it that completely blocked most of the top of the stent. The physician was not happy with the placement and the stent not opening properly, so decided to remove the stent. During the removal process, utilizing rat tooth forceps and the removal suture, he found it difficult to move and one of the nitinol wire braids at the proximal end of the stent broke. The removal suture did not break. He was able to remove the stent with effort. Minor bleeding was noted where the stent had been deployed, but required no intervention. The procedure was completed with another ultraflex stent. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient age is unknown; however patient is reported to be over 18 years old. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent was used during an esophageal stent insertion procedure to treat a malignant 3-4cm stricture, performed on (B)(6), 2011. According to the complainant, the physician attempted placement of the stent approximately 2 cm from the cricopharyngeal junction using both fluoroscopy and scope alongside the delivery system. The anatomy was reported as not tortuous. The physician stated that the stent deployed too proximal to the cricopharyngeal junction and not where the markers were. He also reported that the proximal flared end of the stent had a fold in it that completely blocked most of the top of the stent. The physician was not happy with the placement and the stent not opening properly, so decided to remove the stent. During the removal process, utilizing rat tooth forceps and the removal suture, he found it difficult to move and one of the nitinol wire braids at the proximal end of the stent broke. The removal suture did not break. He was able to remove the stent with effort. Minor bleeding was noted where the stent had been deployed, but required no intervention. The procedure was completed with another ultraflex stent. The patient's condition at the conclusion of the procedure was reported to be stable.